Event description:
The patient reported hyperglycemia 320mg/dl in use of 3 days due to pull on the infusion set tubing which occurred on (B)(6) 2026, however no harm reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.